Event description:
The remstar pro c-flex+, sys one 60 srs device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.